Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was positioned too deep around 6 mm on the non-coronary cusp (ncc) and 11 mm on the left-coronary cusp (lcc), so it was recaptured. On the second attempt, the valve was positioned at a depth of 5-6 mm on the ncc and able to be implanted at a depth of 5 mm on the ncc and 7 mm on the lcc. Post-implant, the patient was developed with heart block. An incomplete stent opening (iso) was observed on the ncc. The patient became hypotensive then started decompensating and also developed with ventricular tachycardia. Couple of shock were administered, and cardiopulmonary resuscitation (CPR) was performed. The patient became stable and a post-implant balloon valvuloplasty (post-bav) was performed using a 23 mm, non-abbott balloon. A temporary pacemaker was placed to stabilize the patient, and a permanent pacemaker was implanted to resolve the event. On the following morning, the patient was not able to move their right side confirming the stroke. Computed tomography (CT) revealed occlusion of the left-common carotid artery (lca). An emergency thrombectomy and reconstruction of the lca was performed. Subsequently, the patient had complaint of difficulty in swallowing therefore, percutaneous endoscopic gastrostomy (peg) tube was inserted. The patient had extended hospitalization. The patient was in a recovering condition.